Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jul2020.

Event description:
The customer reported unit will not enter standby and pressure line does not work. The manufacture field service engineer (fse) visited the customer site and attempted to place the unit into standby mode. The fse checked the logs and did not find any issues. The fse performed a touchscreen calibration in case the touch was off and no trouble was found. The fse was able to put the unit into standby mode repeatedly. The fse did not find any issue with the proximity line. When disconnected, the unit alarms as it should and when reconnected it silences automatically. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The fse did not find any issues, and the unit is ready for clinical use.

Manufacturer narrative:
G4: 16sep2020. B4: 17sep2020. The manufacture's field service engineer (fse) indicated he did not retrieve a drpt (diagnostic report) because the unit didn't have a problem. The biomed agreed that it was a user issue. The fse looked at the logs and didn't see any entries. This complaint will be updated as non-reportable as the fse indicated this was a user error and no alleged malfunction of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.